Manufacturer narrative:
Device evaluated by MFR: there was contrast in the inflation lumen and balloon. The balloon was loosely folded, which is consistent of having positive pressure applied. When positive pressure was applied with an inflation device filled with water, there was no pinhole or damage to the balloon. It was able to hold pressure for five minutes with no balloon issue. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the reported event. The tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The target location for the treatment was unknown. The 12mm x 3.5mm quantum maverick balloon catheter was inserted into the patient for dilation. After several attempts was unsuccessful in crossing the target lesion, the physician inflated the balloon once and the balloon ruptured. The device was removed intact and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The target location for the treatment was unknown. The 12mm x 3.5mm quantum maverick balloon catheter was inserted into the patient for dilation. After several attempts was unsuccessful in crossing the target lesion, the physician inflated the balloon once and the balloon ruptured. The device was removed intact and the procedure was completed with another device. No patient complications were reported and the patient's status is good.